Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed this device power consumption is increasing in a gradual fashion. Device replacement was recommended or have device battery reassess within 90 days. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed this device power consumption is increasing in a gradual fashion. Device replacement was recommended or have device battery reassess within 90 days. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported.